Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms despite changing out supplies multiple times. Customer's blood glucose level was 447 mg/dl. Prior to the call, customer changed supplies reportedly resolving the alarm; therefore, tandem technical support was unable to perform a system check.